Event description:
It was reported that on (B)(6) 2021 the patient's device alarmed for low voltages. Patient notes they can change position or 'jiggle' their white lead at controller side and the alarm will stop. The modular cable has multiple areas with rescue tape. A review of the log files found a low voltage/no external power event occurred on (B)(6) 2021 while using the mobile power unit (mpu). It appears that the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. The event lasted approximately 5 seconds. The power cable disconnects noted in the log were all related to power source changes and no other voltage events were captured.

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Main investigation conclusion: the reported event of low voltage/no external power was confirmed via the submitted log file. A review of the submitted log file spanned approximately 3 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 20:29 while connected to the mpu, a no external power alarm activated, immediately preceded and followed by a low power hazard alarm, due to both white and black lead voltages diminishing to ~2v. The alarms were cleared shortly after the power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file. The mobile power unit was not returned for analysis. Multiple follow-up attempts to inquire about the mpu¿s return status have not been addressed at this time. Although the alarms noted are consistent with interruption in power signals caused by damaged cables, a root cause for the reported event cannot conclusively be determined at this time. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use, rev c section 8, ¿equipment storage and care¿ and heartmate3 patient handbook, rev c section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including proper care of power cables and patient cable when connected to mpu. Heartmate3 instructions for use, rev c section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook, rev c section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot power cable disconnect and no external power alarms. No further information was provided. The manufacturer is closing the file on this event.